Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center when used with camera head (ch-s700-xz-ea/otv-s700) combination during a therapeutic laparoscopic cholecystectomy procedure, the image was whiteout even after connecting the camera and turning it on. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: b5, d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center when used with camera head (ch-s700-xz-ea/otv-s700) combination during a therapeutic laparoscopic cholecystectomy procedure, the image was whiteout even after connecting the camera and turning it on. The intended procedure was completed using a similar device. There were no reports of patient harm. Later, after surgery, the facility connected an ltf-s190-5 to the otv-s700 to see if the same phenomenon occurred, but the issue was not reproducible and the device was able to be used normally, so the facility decided that the problem was with the ch-s700 alone.